Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly customer went to the emergency room (ER) due to the high bg and was given IV and fluids of saline and insulin. The treatment customer received resolved the high bg issue. Customer was released from the ER on (B)(6) in stable condition. Customer reverted to an alternate form of insulin therapy.